Event description:
In 06, nellcor puritan bennett received a report where it was claimed that the device broke away from the flange. The caller reported that a clinician noticed that a ventilated pt began "acting funny" and upon inspection of the pt, a leak was heard coming from the pts tracheal site. The clinician elected to replaced the tube. The caller reported that visual inspection of the removed tube revealed that the tube was "hanging by a thread" to the hub. This report is associated to the second occurence of ep200605-1871/MFR# 2936999-2006-00596.